Event description:
It was reported that patient underwent total shoulder arthroplasty on an unknown date. During the procedure, the patient's glenoid fractured as it was being reamed. No information was provided to relay how the procedure was completed. Additionally, the outcome for the patient has not been relayed.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event.(B)(4). There are warnings in the package insert that state that this type of event can occur: under possible adverse effects: "intraoperative or postoperative bone fracture and/or postoperative pain."